Manufacturer narrative:
Initial and final MDR (B)(4) - device 11 of 13. E1: patient city: (B)(4). Patient country: brazil.

Event description:
Unomedical reference number (B)(4). Event occurred in brazil it was reported that the patient faced events of insulin leakage in the cannulas with 13 infusion sets which led to increased blood glucose levels. The site of insertion was reported to be abdomen and legs and was rotated regularly. Patinet changed the cannulas every 3 days. Patient confirmed to always use the linkassist device to apply the cannulas. No further information available.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2024-15999. Correction: this MDR is being submitted to correct the submitted model number, serial number, expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The complaint (B)(4) has been evaluated. The batch 5391684 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guideline for test of ref. Samples buid-umd version 11 for the code leakage from infusion site (specific cause not identified). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with 4805071 ver. 30 test on reference samples, 10 samples out 10 samples passed the test. Visual test according to with 4a02008 ver. 7 test on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to with 4802011 ver. 10 test on reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to with 4802304 ver. 7 test reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the 5391684 manufactured according to the document (B)(4) version 40 on the packing process in the multivac07, on 17/jul/2022, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.